Event description:
It was reported that during an urology case, the lens system image was flickering occasionally while instruments were inside the patient. It was fading in and out and was showing snow on screen. The procedure was successfully completed with the same device with no delay or patient injuries.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The reported malfunction was duplicated during the functional testing process. Ccu failed functional testing intermittently during boot up. Either the s&n logo would appear for 10 seconds and then the screen would go blank or the ccu would boot up but with no live video outputs. Cause of the intermittent failures is a seating problem between the baseboard pcb and the dsp pcb. Ccu booted up and passed functional testing after the dsp pcb was removed and then reseated. The complaint investigation has concluded the cause of the intermittent failures was a seating problem between the 2 pcbs. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.